Event description:
It was reported that the patient experienced shocking sensation all over her body when turning on the stimulator, but it only happened for a day. X-ray showed that leads had migrated outside of the epidural space. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7117039.